Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident found door failed. A field service engineer cleaned micro switch contacts and applied conductive grease for all doors, cleaned connector contacts for all doors. The system functioned as intended after the field service engineer troubleshot the device.